Event description:
The customer reported that, during reprocessing, the subject device failed leak testing. The device was sent to an olympus service center for evaluation. During inspection and testing, the skeleton of the bending section was collapsed and metal was protruding from the bending section cover. This report is being submitted for the malfunction found during evaluation (metal protruding). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the skeleton of the bending section was collapsed and metal was protruding from the bending section cover. The report of a failed leak test was confirmed during inspection. There were leaks from holes in the bending section cover. In addition, the plastic distal end cover was corroded, the light guide lens was sunken, there was corrosion on the control body, switches two and three did not work, angulation was excessive in the up and down directions, the label was peeling, and there was evidence of third-party repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive physical stress applied to the device. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be detected and prevented by following the instructions for use (IFU) which state: "do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.